Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that they noticed that the insulin pump consumed battery more than usual. The customer¿s blood glucose level was unknown. They stated that type of battery in use was alkaline (B)(6). Customer was not calling back within 1 week after previously completing low battery. The insulin pump will be returned for analysis.